Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a torn outer shell, the tear was several centimeters. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, the endoscopic image cannot be displayed, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on cable unit olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.